Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent called in to report a delivery failure alarm and a no delivery alarm. The customer's blood glucose level at the time of event was 6.2 mmol/l, but was 26 mmol/l at time of call. The customer already reverted to a back-up plan. The insulin pump was making loud noises and the keypad was unresponsive. The device was replaced and returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.